Event description:
See initial report.

Manufacturer narrative:
Unique identifier (UDI) number has been added in the dedicated d.4 section. H.10: through follow-up communication livanova learned that the device was cleaned and maintained regularly per the instruction for use and that it was placed outside the operating theater during use. No additional information is available on this specific case and the root cause could not be determined.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.